Event description:
It is reported that while taping with 4.5 diameter cannulated tap, a 3-4mm piece of the tip of the tap broke of and was lodged in the bone of the pedicle. It took about 45 minutes for surgeon to retrieve and remove broken tip. No adverse consequences reported.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The device was inspected and it was found that the tip was fractured. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be more than 5 years old. Corrective action was opened to mitigate similar occurrences and includes a design change that increases the thickness of the tap and updating the surgical technique requiring use of the awl prior to tapping. The most probable root cause of the reported event is design related. Es2 taps were identified to have lower wall thickness: the wall thickness of the lower diameter taps are more susceptible to fracture or normal wear and tear of instruments.

Event description:
It is reported that while taping with 4.5 diameter cannulated tap, a 3-4mm piece of the tip of the tap broke of and was lodged in the bone of the pedicle. It took about 45 minutes for surgeon to retrieve and remove broken tip. No adverse consequences reported.